Manufacturer narrative:
Product was returned; however, the evaluation did not conclusively verify the complaint as valid. DHR for lot no. 1687398 reviewed and no anomalies that could be associated with the complaint were observed. The device pass the electrical test. An investigation for root cause was unable to be performed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2523190-2019-00073 and 2523190-2019-00075.

Event description:
2 of 3 reports. It was reported that on (B)(6) 2019, the doctor was using the cev531-3 dissector dia 5 mm lrg cvd for an unspecified procedure, and a female patient was burnt. The event did not lead to an increase in the surgery time. Additional request for information has been sent.